Event description:
It was reported an air bubble was observed in the patient line of the homechoice cassette during use. The home patient (hp) was connected at the time of the observed air, but disconnected prior to the air being delivered. Nothing unusual was noted during troubleshooting for the air. A technical service representative (tsr) advised completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.